Event description:
During the implant procedure, the patient¿s right breast implant was inadvertently punctured and deflated. Patient was asymptomatic post-implant procedure. The patient was brought into the or, and both breast implants were removed. Patient was stable postoperatively and doing well.